Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 30 mg/dl. The patient reports they had not consumed food or administered insulin as they were having scheduled lab work performed on this day. The patient reports they had lost consciousness while parked in the lot at the lab. The patient was taken by ambulance to the hospital. The patient reports they had gone into a coma. Once at the hospital the patient was treated with 4 bags of intravenous fluids with sugar and a manual shot of octreotide (1 ml). The patient was discharged from the hospital on the second day. The patients pod will not be returned as it has been disposed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.